Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that their therapy was working beautifully 90% of the time and this last week they wet their bed every single night. They were still healing from the battery. They reported that normally they would get the alert that they need to go to the toilet and they do, but this week it had gone and they need to go to the bathroom right away. They mentioned that it was almost as bad as it was before. The patient was advised to contact their healthcare provider. They already had their post op appointment and no changes were made to their settings. They couldn't locate their equipment during the call so they would call back once they found it. Additional information was received from the patient on (B)(6) 2024. They reported that they couldn't reach their manufacturer representative (rep) and they had left several messages. The patient said they had the implant replaced in (B)(6) 2024 because the first device was over their sciatic nerve and got infected. The patient was asked if the same stimulator was used or if they received a new one because there a second device was not registered. The patient stated they didn't know. The patient stated they moved the device up four inches above their waist in august. The patient was peeing 24 hours a day. Now the patient was peeing all night and having 5-6 accidents. The patient mentioned they had spasms and had to wear pull ups all the time. The patient could manage during the day, but during the night they woke up wet. The patient could feel a little buzz during the day and they had about one accident a day. The patient was getting less than 50% relief of symptoms. The patient was assisted with adjusting their settings, but the communicator had the yellow battery light indicating it was low. The patient would charge the communicator and wait for a call back from the rep or call back when it was charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.